Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device displayed a 1011 code indicating voltage too high. The device was explanted. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed that the device did not last as long as expected. The device case was opened to facilitate inspection and testing of the internal components. Detailed testing of individual components found a compromised ceramic capacitor. This compromised capacitor resulted in the observed code 1011 and resultant premature battery depletion.